Manufacturer narrative:
Additional information received from the local field representative indicated that no noise was able to be created with additional troubleshooting. The lead configuration was reprogrammed to bipolar sensing and unipolar pacing. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker received an alert indicating that the right ventricular (rv) pacing impedances with another manufacturer's rv lead were greater than 2,000 ohms. The previous pacing impedance measurements were approximately 600 ohms. There were a few increases to 900 ohms prior to the lead being greater than 2,000 ohms. Boston scientific technical services (ts) provided additional troubleshooting recommendations. No adverse patient effects were reported.